Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin pump had no delivery during a bolus. Blood glucose level at the time of the incident was 445 mg/dl. Customer was treated with insulin pump. Customer declined troubleshooting for high blood glucose readings. The insulin pump will not be returned for analysis.